Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. The pace/sense portion of the lead was capped and replaced. During implant of the replacement right atrial (ra) pacing lead, the helix would not extend. The lead was attempted but not used. It was also indicated the patient already had a pacing lead implanted. No patient complications have been reported as a result of this event.